Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced persistent pain resulting in the decision to electively explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as a of the date of this report.